Manufacturer narrative:
(B)(4). H6: type of investigation - additional/correction: remove code 4032.

Event description:
The complaint states that a transmitter battery issue occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information, g6 type of report ¿ additional information, h2: additional information/correction, h6: medical device problem code: correction ¿ updated due to a classification code change, h6: type of investigation ¿ additional information, h10 corrected data.

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.